Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a blank lcd screen and there was thermal decomposition on the front panel lcd screen. Upon follow up, the bmt said that on power up, the lcd screen was blackened and the glue on it was melted. A burning smell was also present. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The lcd was the original fresenius part on the machine. The bmt reported that there was no smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for a new front panel screen to arrive. The defective lcd screen is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had a blank lcd screen and there was thermal decomposition on the front panel lcd screen. Upon follow up, the bmt said that on power up, the lcd screen was blackened and the glue on it was melted. A burning smell was also present. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The lcd was the original fresenius part on the machine. The bmt reported that there was no smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt is waiting for a new front panel screen to arrive. The defective lcd screen is available to be returned to the manufacturer for physical evaluation.